Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not clip/lock the hem-o-lok clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed, and the customer reported complaint was not confirmed by failure analysis. The medium-large clip applier instrument was returned in damaged condition. The instrument failed engagement when placed on the in-house system due to a broken input disk. The clip functionality test could not be performed on the in-house system as a result. Visual inspection was performed and there was no physical damage at the distal tips. Additional observation(s) not reported by site: the instrument was found to have an engagement failure during in-house testing. The instrument passed recognition but failed mechanical engagement when placed in the system. Instrument inputs failed to engagement with the sterile adapter in multiple attempts. The in-house system showed multiple 22020 error codes, indicating the installed instrument failed to engage. A review of logs showed no engagement failures. The root cause of this failure is attributed to a broken input disk. The instrument was found to have an input disk broken, causing the instrument to fail engagement. Input disk #6 was found completely detached from the base of the housing and was not returned. Hairline cracks were found on grip input shaft #7. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was also found to have one or more of the housing snaps broken.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, a medium-large clip applier instrument would not clip/lock the hem-o-lok clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter did not have any further information about the reported event.